Event description:
On (B)(6) 2010, pt reported she was attempting to insert a new insulin cartridge in her infusion device and insulin came out of the top of the insulin cartridge and went down into the infusion device. Pt stated she only partially fills her insulin cartridge and adjusts the piston rod. Pt reported she thinks she may have set the piston rod too high. Pt stated she did not have infusion tubing attached to the insulin cartridge when she inserted it. Advised pt to always have infusion adapter and infusion tubing attached, so if insulin gets pushed out of cartridge, it will go into tubing and not into the cartridge compartment. Verified that only a few drops of insulin got into the cartridge compartment. Pt reported it looks like there is condensation on the walls of the cartridge compartment. Had pt clean out the cartridge compartment with a cloth; pt was able to get the moisture out of the compartment. Had pt go through "change the cartridge" process and adjust the piston rod. Advised pt to attach adapter and tubing to cartridge and then insert cartridge into the infusion device; pt was able to prime infusion set and reconnect back to the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.